Event description:
Pt brought to ER via private vehicle after waking with chest pain. Wife reports became unresponsive about 7 miles from hosp. Wife called paramedics to meet at hosp. Pt without pulse or respirations on arrival. Met paramedics in parking lot due to condition and pt size, had difficulty removing from pickup. CPR initiated upon removal. Once in ER, autopulse applied - gave few compressions, then autopulse stopped working. Manual compressions immediately resumed and continued until code called by physician so no harm resulted to pt from the failure of the machine. Autopulse checked to determine cause of failure. Strap of band that fits around pt torn and twisted. Pt expired after 30 minutes of acls protocol. Do not believe equipment defective, but rather that a "connector' on the strap may hav been damaged, as the machine has worked properly after the strap connector was replaced following the event. Pt death believed related to pre-existing condition and loss of pulse 10-15 minutes prior to arrival to hosp and initiation of acls protocol. Because we cannot guarantee this to not be a mfg issue, we initiated a change to our protocol that requires the autopulse be tested for functionality when new band placed. (Band is changed after each code in preparation for next use).